Event description:
It was reported that restenosis occurred. On (B)(6) 2022, a boston scientific pathways atherectomy device and 5.0 x 200mm, 150 cm ranger paclitaxel-coated pta balloon catheter was selected and passed down to the proximal above-knee popliteal to treat left superficial femoral artery re-occlusion with occluded stent. The vessels from here to the common femoral artery were serially dilated inflation taken to nominal pressure with multiple ways noted but complete expansion obtained inflation was held for 3 minutes, deflated and then removed. Repeat angiogram showed complete resolution of the obstruction in the superficial femoral artery with good flow. There was significant debris in the filter. Because of the nice result, they now elected to remove the filter this was retrieved into the rubicon catheter removed. Examination of the filter confirmed significant debris. Additional arteriograms were performed and at this point there was additional debris lodged in the posterior tibial and peroneal arteries. Additional balloons were used to help with the debris in the posterior tibial and peroneal arteries that was not caught by the filter. A 5 fr catheter was used to move back and forth and used a syringe suction to remove debris. There was complete resolution of the obstruction in both vessels with successful secondary thrombectomy by this combined technique. The patient was taken to the recovery area in stable condition. The patient tolerated the procedure well. On (B)(6) 2023, follow-up angiogram revealed left superficial femoral artery occlusion down to just above the knee with relatively severe ischemia distally. The patient was brought in now for urgent arteriogram for further evaluation for limb salvage. During the procedure, they were able to get through a previously occluded stent into the mid superficial femoral artery, but when they got down to the above-knee popliteal they could not get back into the true lumen. They physician elected to proceed with retrograde puncture of the posterior tibial artery at the ankle. Similar to the previous procedure, a boston scientific pathways atherectomy device 5.0 x 200mm, 150 cm ranger paclitaxel-coated pta balloon catheter were selected and pressed down just above the knee joint where the entire length of the above-knee popliteal the entire length of the superficial femoral artery was serially dilated. Each inflation was taken to nominal pressure with multiple ways noted but complete expansion obtained. Each inflation was held for 3 minutes, deflated and then removed. Repeat angiogram showed the superficial femoral artery be widely patent throughout without significant obstruction. There was marked irregularity in the above knee popliteal artery where it had re-canalized the balloon was replaced end reinflated for 5 minutes. An innova self-expanding nitinol stent was deployed in the above-knee popliteal artery and repeat film now showed wide with no irregularity. Angiogram through the guiding catheter after the filter was removed showed the distal vessels ell to be widely patent with no evidence of any distal embolization. The patient tolerated the procedure well. The patient was to resume lovenox and warfarin the following day and add a baby aspirin 81 mg daily. She will return in one week with follow-up ultrasound.